Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirmation of a root cause for the event. However, process and design failure mode and effects analyses (pfmea and dfmea) were reviewed in order to identify the possible causes for the failure. The following potential causes were identified: operator error, inappropriate use of cleaning agents, machine malfunction, inspection failed or not performed, or improper materials selected. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a leak at the bifurcate.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample consisted of one used mahurkar catheter received inside a plastic bag. Under water testing was performed by connecting a syringe through the two adapters (red and blue) and no leak was observed. The complaint was not confirmed. The possible causes were identified. Per procedure manufacturing performs 100% pressure (leak) and occlusion testing in order to confirm if any material obstructs the tubing or if the slots were blocked. According to the visual evaluation the catheter did not revealed any problem related to the reported condition; the catheter was flushed successfully and no leaks were identified. Based on the available information it can be concluded that the product was manufactured according to specifications and the most probable root cause can be considered as a customer perception. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% visual inspection, and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes.

Event description:
The customer states there was a leak at the bifurcate.

Manufacturer narrative:
Submit date: 11/apr/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there was a leak at the bifurcate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.